Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker was showing t wave over sensing post ventricular sensing. After reviewing the r wave, it showed low amplitude at times and showed a clear decrease in comparison with amplitude values at implant. This situation has been observed for about a year according to the field representative. An x ray analysis to determine where the lead is at and evaluating in unipolar sensing was suggested. This rv lead and pacemaker remain in service at this time. The patient is not dependent and no adverse patient effects were reported.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker was showing t wave over sensing post ventricular sensing. After reviewing the r wave, it showed low amplitude at times and showed a clear decrease in comparison with amplitude values at implant. This situation has been observed for about a year according to the field representative. An x ray analysis to determine where the lead is at and evaluating in unipolar sensing was suggested. This rv lead and pacemaker remain in service at this time. According to the field representative the device was reprogrammed to unipolar with no more t-wave oversensing. The patient is not dependent and no adverse patient effects were reported.